Event description:
Boston scientific received information that during a follow up visit, it was noted that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) with a battery voltage of 2.65v and an extended charge time of 30.0 seconds. Premature battery depletion was suspected. The device was removed, replaced with a competitor product, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.